Manufacturer narrative:
It was noted that the insulin pump was received with a cracked reservoir tube lip, a cracked reservoir tube, a cracked reservoir tube window, a cracked case near display window corners, a missing end cap sticker, and a severely scratched display window. It was also noted that the pump had no scratches on the lcd screen.

Event description:
The customer reported via phone call that she had scratches on her insulin pump screen. Customer came home from work and noticed that scratches on the insulin pump. Customer stated that the damage was on the bottom left hand corner and was caused by the wire on her bra. Customer stated that she cannot read the pump screen but it is functioning. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.